Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the catheter was removed from the patient, and it noted that the tip of the catheter was bent and barely hanging onto the catheter. The catheter could not be inserted into the atrium prior to transseptal access. The device was exchanged, and the procedure was completed with no adverse patient health consequences.